Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. Note: for field d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a ngen rf generator and the impedance exceeded cut off values. On 28-nov-2024, information was received indicating the ngen rf generator exceeded the impedance cut-off value but the system did not stop ablation. The user was able to stop the ablation by using the ¿stop¿ button. There was no patient consequence.

Manufacturer narrative:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a ngen rf generator and the impedance exceeded cut off values. On 28-nov-2024, information was received indicating the ngen rf generator exceeded the impedance cut-off value but the system did not stop ablation. The user was able to stop the ablation by using the ¿stop¿ button. There was no patient consequence. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).